Manufacturer narrative:
The engineering evaluation noted in the revision reported in experience was likely the result of the polyethylene liner wearing down over the 24 years of implantation. Factors such as the orientation of the acetabular cup, edge loading, neck impingement, and patient conditions, such as high bmi, can accelerate wear of the acetabular liner. However, the presence of these factors cannot be confirmed because the components were not returned to exactech for evaluation and no x-rays were provided. Concomitant device(s): 50/52 mcs shell (cn: pas-52, sn: unknown), 28mm ziramic head (cn: unknown, sn: (B)(4)).

Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): 50/52 mcs shell (cn: pas-52, sn: unkown), 28mm ziramic head (cn: unkown, sn: 95016).

Event description:
This was a revision tha. The index surgery was 1995. This was an mcs cup with a gxl liner. The liner was very worn out and the x-ray showed a lot of osteolysis. The surgeon pulled the liner and cup and replaced the head. The patient was stable as they left the or. There was no delay to the surgery. The rep was present at the time of the surgery. We are not returning the explants in accordance with hospital policy.